Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the surgeon observed metal shavings emanating from the gryphon drill guide and falling into the patient's joint space. All of the debris was retrieved from the body, and the repair was concluded successfully without further incident or harm to the patient. The status of the complaint device is unknown at this time.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated. Those results will be the subject matter in a follow-up report.